Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information have been requested but was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.